Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual examination showed the ampoules were sealed and formulation looked normal in color and liquid state. No leaks or dried formulation was observed on the samples. Additional evaluation is needed. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2014 and a topical skin adhesive was used. The same day post-operatively, the patient returned to the facility with wound dehiscence. It is unknown how the dehiscence was treated. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Functional and chemical tests were analyzed for setting time and temperature and demonstrated that the device functioned as designed.